Event description:
The following information was provided: the offset handle is missing screws. We are not sure when this occured, was noticed before the case started. Case type / application: tka 2.0.